Event description:
Per the provider, the sieve beds are dusted, the sieve bed tubing is leaking, a hose clamp is defective and the 4 way valve is dusted causing the unit to not start. This all stems from the sieve beds being dusted.